Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they need to occasionally remove the battery. Patient stated they just need to remove the battery and wait 15 minutes and put it back in. Patient stated issue wasn't really resolved and they may need to replace it since they've had it for over 2 years.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt mentioned they had been charging every day because their back was hurting really bad since like 2 weeks ago. Pt did not know what was happening because patient was not usually in this amount of pain. Pt made sure they did not get down to 20% so they were constantly charging. Pt noticed every single time they checked the controller it said stimulator was off. On the call pt reset the controller and connected to the implant and it showed 'stimulation off'. Pt asked why stim was always turning off. Reviewed stim was set up to turn off if implanted neurostimulator was down to 15%. Patient confirmed they were not pressing the stim on/off button unless they needed to. Patient also did not have any electromagnetic interference around. The patient was redirected to their healthcare provider to further address the issue and request a meeting with a manufacturer representative if needed.

Manufacturer narrative:
Event date is a best estimate. The year of the event is confirmed to be correct. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.